Event description:
I had to have surgery due to my breast implants being encapsulated and ruptured. All of the implants I have had since my first mastectomy in (B)(6) are on the list of the recalled implants. I am devasted and upset that I have never been informed. I have had 9 different surgeries and am not well right now. Could this be the reason why I am sick. I want to know why I wasn't told about this and what do I do now? Both my primary and breast surgeon doctors say they recommend I have them removed. After 13 years of "hell" they finally are even and look partially normal. What are the recuperation of them right now to my health. Naturelle 410 implants. Reference report mw5116766.